Event description:
It was reported that patient had loss its stimulation and got no relief. It was noted that patient lead had impedances and was damaged. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 5096100. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(6); batch: 366842.